Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alarm. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. The device will be returned for analysis.

Manufacturer narrative:
After inserting a battery, device received with failed battery test, problem isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery, replace battery alert or unexpected battery power loss alarms due to the failed battery test alarm. Device had label damage, cracked battery tube threads, cracked case (battery tube). The device p-cap or test reservoir locks in place properly.